Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
2015-11-03 additional information was received from a healthcare provider (hcp) via a company representative. The pump was replaced (B)(6) 2015 due to malfunction noted as volume discrepancies. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer's representative (mr) regarding a patient receiving an unknown medication (unknown concentration and dose) via an implantable pump. The indication for use was noted as spinal pain. The actual residual volume (arv=17 ml) was greater than the expected residual volume (erv=2.6 ml) at a refill appointment. It was also noted that there was a discrepancy at a previous refill in (B)(6) 2015 where 17 ml of medication was left in the pump; the erv for this refill appointment wasn't provided. The mr stated that she was going to see the patient on (B)(6) 2015 to interrogate the pump and would follow up with the healthcare professional (hcp). Another mr stated that dye studies were performed on (B)(6) 2015 and no issues were found; the hcp was able to aspirate the catheter. The patient was scheduled for a repeat dye study and a possible catheter revision on (B)(6) 2015. No patient symptoms were reported. Additional information (including the cause, troubleshooting, and resolution information regarding the discrepancies, the erv at the (B)(6) 2015 refill appointment and drug information) have been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The 8782 catheter was returned and analysis found a procedural non-conformance: kink in the catheter body.